Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient had a non-sustained ventricular tachycardia (nsvt) episode. Technical services (ts) reviewed the case and indicated the episode looked like bundle branch block or a real ventricular tachycardia. However, the nsvt episode was slow, between 130 and 140 beats per minute, and it was only stored due to double counting r-waves. Ts stated that if the physician wishes to treat slow episodes as the one in question, a transvenous system is required. Treadmill and/or holter evaluations were recommended by ts. Although, it is up to the physician to decide how they want to consider this event. Subsequently, this s-ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.